Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was not alerted of changes in glucose level, which resulted in a loss of consciousness. Customer was able to self-treat with chocolate sauce and also required third-party treatment of food. There was no report of death or permanent injury associated with this event.